Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft was implanted during the emergent treatment of a 92mm ruptured abdominal aortic aneurysm.  It was reported that during the procedure, the contralateral gate collapsed and cannulation could not be performed, so an aui was im planted along with a fem-fem bypass and the procedure was completed without endoleaks.  Per the physician, the cause of the event was anatomy related.  The contralateral side gate is kinked due to the tortuosity of the neck , preventing wire advancement into the gate.  No additional sequelae was reported and the patient is fine.